Manufacturer narrative:
The home pt declined to return the homechoice machine for evaluation.

Event description:
A customer contacted baxter's technical service center to report feeling overfull with the homechoice (hc) machine in dwell 2 of 4. The home pt (hp) also reported feelings of abdominal discomfort, abdominal pain, abdominal distension, and abdominal bloating. During this therapy, the hp bypassed drain 1 and did not perform a "safe bypass." The hp now feels overfilled. The technical service representative (tsr) stopped the dwell cycle and put the hp into a manual drain. The hp drained off 2003 ml and needed to disconnect from the machine to use the restroom. The tsr assisted the hp with disconnection. The hp returned and the tsr had him reconnect to the machine. The hp states he feels much better. The tsr explained to the hp that he must continue to manually drain. The hp restarted the manual drain and drained off an additional 1231 ml. The total drain volume in this manual drain was 3234 ml (last volume infused was 2000 ml). The tsr assisted with ending therapy. The hp will contact his nurse and advised her of the overfill situation. The nurse stated she had been made aware of this incident. This hp had a catheter that was incorrectly positioned. The hp has had their catheter repositioned. He is currently on in-center hemodialysis. The nurse also reported this hp has been diagnosed with a hernia. The nurse did not know if the hernia was due to the pt's draining difficulties/overfill of solution.